Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (route, dose and frequency were not reported). At the time of this report, the patient was still in the hospital and was not recovered from the event. Pd therapy was ongoing during the early stage of the event and was withdrawn at a later stage during patient hospitalization. No additional information could be provided because the reporter declined follow up.